Event description:
It was reported that this recently implanted right ventricular (rv) lead was not capturing at max output 7.5v (volts) at 2.0ms (milliseconds) and is not sensing intrinsic conduction. It was also noted the pacing impedance dropped from 800 ohms to 400 ohms. There were no pauses or noise observed. A lead revision has been scheduled for this week. At this time, the lead remains in service. Received additional information the lead was found to be dislodged. The lead was repositioned to a ventricular septal position with satisfactory lead electrical measurements. There were no complications associated with this procedure. The lead remains in service. Outside of the revision, no adverse patient effects were reported.